Event description:
The pump was returned for investigation. Investigation revealed the battery compartment threads were stripped and the battery cap had stripped threads. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery cap was unable to tighten onto battery compartment due to stripped battery compartment threads. Visual inspection of battery cap revealed there were stripped threads. When battery cap was installed onto the test pump there was evidence that the yellow o-ring was visible and not seated properly. (B)(6).